Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: bi71000522, serial/lot #: unk. Product ID: bi71000825, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system line power light was not illuminated. It was noted that the fuses on the viewing station were suspected to be open. There was no patient present when this issue was identified. Additionally, it was noted that the ground prong on the power cable of the viewing station of the imaging system was missing.